Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 32 mmol/l (576 mg/dl) while wearing the pod between 24 and 36 hours. The patient reported they started to feel symptoms on (B)(6) 2026 but did not further elaborate on what that meant. On (B)(6) 2026, their bg was reading 22.5 mmol/l (405 mg/dl) at home, so they changed their pod and dexcom g7 continuous glucose monitor in case they weren¿t working correctly. Their blood glucose did not go down, and they went to the hospital where their bg got up to as high as 32 mmol/( 576 mg/dl) symptoms reported include elevated troponin and hyperglycemia. They were told that the elevated troponin was an indicator of heart damage, however, did not report a cardiac diagnosis, and underwent an angiogram on (B)(6) 2026 and were told ¿everything was good.¿ the patient was treated with intravenous fluids, blood thinners, and lasix. They were having bg fingerstick tests every hour in the hospital and other blood tests to check magnesium, sodium, potassium, and unspecified other tests every two hours while in the hospital. The pod was removed at the hospital. The patient reported they still had the pod, but it was in a bag mixed with a bunch of others and they were unsure which one it was. The patient had resumed therapy with another pod on approximately (B)(6) 2026, while still in the hospital. It was also mentioned that the patient had been using humalog 200 with the pod, which is not an approved insulin for use with omnipod. At the time of the report the patient was still in the hospital but anticipating a likely discharge later that same day.